Event description:
Hill-rom received a report from the account stating the bed exit alarm was not loud enough. The bed was located in the med surge department at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
No further info is available on the repair of the bed at this time. The investigation is ongoing, however, if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.